Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a single radiograph/fluoroscopic image of the two rib plates with screws was provided. The plates are incompletely visualized. Also provided was a single axial CT image of the chest. The single radiograph demonstrates intact surgical plates and a surgical drain. The fixation screws and ribs are not well profiled. The axial CT image demonstrates plate and screw fixation of two ribs. At the more posterior rib, the fixation screw protrudes through the posterior cortex of the rib with adjacent pleural thickening. The hardware is intact and without evidence of loosening. Sizing appears appropriate although the ribs are not well visualized. On the CT image, screw placement is appropriate at the two levels visualized but one of the screws protrudes through the posterior rib cortex as noted. The screw protrusion resulting in adjacent pleural thickening and pain associated with this finding would not be unusual. The root cause of the reported issue is attributed to a user error. The surgeon is responsible for selecting the appropriate size screw for the patient. Per IFU, select the appropriate screw length for that location of the plate. Screw length is chosen by adding, at the most, 2mm to the full thickness of the selected bony region. A chart is also provided for suggested screw lengths to use based on the measured bone depth. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. The reported event is confirmed, based on medical records. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was initially implanted with two plates and screws on rib 6 and 7. The plates were placed over a mature fracture which may have been some months old. The plates and screws were implanted without issue. However, the patient began experiencing a sharp stabbing pain in a very specific location in the region in which the plates and screws were implanted. After a CT scan, the surgeon elected to bring the patient in for surgery and removed the plates and the screws as the fracture had stabilized and deemed no longer required to provide structural support to the fractured ribs. The surgeon indicated that the screw size was too long and protruded through the posterior cortex and was rubbing in the pleura which the patient could feel. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.